Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 6 was found bent and compressed.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.